Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded the tip coil had been detached; the core wire had been kinked and fractured 14.5mm distal to the distal end of the jacket. The distal section of the fractured core wire and the detached tip coil were not returned. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The cause of the fractured core wire and detached tip coil is consistent with damage to the device during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
There was difficulty positioning a pressurewire aeris in the lad as the wire kept sliding down the diagonal. When the device was removed from the patient to reshape the tip, 12cm of the pressurewire detached and was left in the patient. No resistance was felt while withdrawing the device from the patient. Part of the detached piece was in the patient's body and the other portion was in the guide catheter as confirmed under fluoroscopy. A compliant balloon was used to trap the wire, and the whole system was pulled out of the patient to retrieve all of the detached pressurewire. The patient is stable.